Event description:
It was reported during a laparoscopic nissen fundoplication the 511sd and 511st was in use. The trocar was housed by an autosuture fan retractor when the the tip of the sleeve broke and the piece fell into the abdomen. The broken tip piece was retrieved from the pt and the sleeve and trocar were removed. A new 511sd and sleeve was opened to complete the case. The lot number (of kit fdg11) is k45v5v. The sleeve only is being returned. The trocar in use remained intact. There was no consequence to the pt.